Manufacturer narrative:
Investigation showed that the external alarm was disconnected at the power control board. The account reconnected the external alarm to resolve the issue.

Event description:
Account alleged that the bed exit alarm did not sound at the bed. No patient impact.